Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recu1612 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient placed a PICC tube in the patient's vein on (B)(6) 2019. When the catheter was flushed on (B)(6) 2020, water leaked out and two needle-hole cracks in two places. No cut two sections under the operation of bacteria and resume use.